Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the customer livanova (B)(4) learned that the heater cooler system 3t was cleaned as per IFU and that the device was positioned inside of the operation theater. It was stated furthermore that the heater cooler system 3t is still in use and that the unit is scheduled for the deep disinfection procedure. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. Device not returned.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t was mentioned in a notification from the hospital stating this device is known to be contaminated. There is no known patient involvement.